Event description:
Additional information received reported that the physician did a ¿full work up and a cause was not determined.¿ it was noted that eeg, ECG and MRI were performed. It was noted that a slight change was made in the patient¿s settings and the patient was kept on the same oral medications.

Event description:
It was reported that the patient went into a coma like state and was totally non-responsive. This occurred right before the patient was to get her blood pressure checked by the nurse at a primary care practice. In order to wake the patient back up, they turned off the stimulator with the patient programmer and slowly (15-20 minutes) the patient ¿became¿ normal. When the implant was turned off the patient¿s dyskinesia started to return. Just prior to the event, the implant was on. When the implant was turned off, the patients eyelids trembled and then she had some minor dyskinesia. The patient¿s blood pressure and heart rate was done, and the blood pressure was reported to be 130/80. The patient was massaged as well to try and arouse her. The patient had a neurology appointment 2 weeks after the report. It was stated that this occurred approximately one year ago as well while the patient was watching television. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 748240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3387-40, lot # v003289, implanted: (B)(6) 2006, product type lead; product ID 3387-40, lot # v003289, implanted: (B)(6) 2006, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 7438, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient had been positive for claudication, constipation, joint pain, speech change, and memory loss. It was stated that after the patient had lost consciousness, she was hospitalized. It was noted that the patient had recovered within 24 hours. It was reported that both of the patient's deep brain stimulation (dbs) units were working properly.